Event description:
The patient was repositioning themselves by bending of the knees and holding onto the t-bar which is attached to the wingboard. The wingboard rose up off of the table and broke in half causing the top of the t-bar to hit the patient's head. The patient was given ice to place on the bruise and acetaminophen.

Manufacturer narrative:
The wingboard has an expected life of 12 months. The unit involved in this incident was 3 years old (shipped in november 2004). This incident may have been exacerbated by the age of the device. Misuse of the device may have also contributed to this incident. The instructions for use include notes/warnings for patients to use light force on the handles for security and comfort. Repositioning using the handles placed excessive force on the device which contributed to this event. The patient injury was minor and limited to a bruise. Patient was doing fine the day following the incident.